Manufacturer narrative:
Electrode belt sn (B)(4) has not been recovered from the field. Device evaluation of electrode belt sn (B)(4) was accomplished through a review of the patient's downloaded flag file (see attached). Review of the data does not indicate any belt malfunction related to the defibrillation event. A device evaluation of monitor sn (B)(4) was completed. The monitor's ECG acquisition and pulse delivery circuitry was fully functional upon receipt. The cause for the lower than anticipated energy level delivery (132j) could not be positively identified. The low impedance (0 ohms) contributed to the low energy delivery, but the cause for the low impedance is unknown. The investigation confirmed that the device declared a treatable arrhythmia and subsequently delivered a treatment defibrillation. The associated ECG strips of the treatment event could not be recovered due to an sd card fault. As such, the exact rhythm at the time of the event cannot be confirmed. Since we cannot definitively confirm that the treatment was appropriate, we are reporting this event out of an abundance of caution. The sd card fault did not preclude the device's ability to detect an arrhythmia and deliver a treatment defibrillation. Root cause investigation into the sd card fault is underway.

Event description:
A us distributor contacted zoll to report that a patient passed away due to natural causes on (B)(6) 2015 while in the hospital. The patient's son reported that there were no resuscitation efforts, as the patient was very weak. Analysis of device download data revealed that the lifevest delivered one treatment during the event. The lifevest detected an arrhythmia at 21:21:36. The lifevest delivered a 132j treatment at 21:25:34, and the electrode belt was disconnected at 21:32:43. The patient's pre-shock and post-shock rhythms are unknown, as the ECG strips are unavailable. Based on the available information, there is no information to suggest that the treatment caused or contributed to the patient death.